Event description:
Customer reports their technician entered patient information. They received ECG with previous patient's tracing but current patient's name. The patient was treated with medication.